Manufacturer narrative:
The full number for the product in question is (B)(4). Immucor technical support used a remote electronic connection method to assess the instrument test well images in question which visually appeared as tight buttons, with the button intact. The immucor laboratory tested retention product on (B)(6) 2018 which performed as expected. The immucor laboratory also tested a returned blood sample by various methods. This returned blood sample ((B)(4)) was a thawed previously-frozen plasma sample which was drawn 11/10. This sample was tested against retention product on (B)(6) 2018, which yielded unexpected negative outcomes, consistent with the customer's findings. The customer issue was reproduced with the returned sample. The returned blood sample was also tested by manual test tube method on (B)(6) 2018, using panocreen lot number 16248, combined with both immuadd (lot number 357018-1) and also gamma peg (lot number 336032) as enhancement, and both sets of manual tests yielded expected positive outcomes, consistent with what the customer reported. The internal immucor record number for this report is (B)(4).

Event description:
On (B)(6) 2018, a customer site reported an unexpected negative antibody screen when using capture-r ready indicator red cells by galileo echo, when tested on (B)(6) 2018.